Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist and the cable was derailed. The pitch cable was also frayed at the distal idler. No damage was found on the clevis. Failure analysis also observed there was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the pk dissecting forceps instrument wires at the distal end of the instrument were noted to be showing/exposed prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.